Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead it was not possible to get the lead through the sheath and reach the target vein. Resistance was encountered. The shape of the stylet was changed, but this did not resolved the issue. Insulation damage was suspected when it comes to this lead. A new lead was used with no issues. This rv lead will not be returned due to suspected infectious disease. No adverse patient effects were reported.